Event description:
A customer contacted baxter to report that the minicap was found without povidone iodine. Not injury to patient was reported, not medical intervention was required. Not patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not available, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). Actual sample was not returned for evaluation; however, based on evaluation of samples from the same lot, the defect reported was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. During evaluation of the companion samples with the same allegation, the presence of povidone iodine was confirmed. The root cause was determined to be patient perception and not related to manufacturing process. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.